Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient went to sleep and was found unconscious by patient's wife. Patient's wife called the paramedics and the patient was treated with glucagon. No further medical intervention was necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).